Event description:
It was reported that a volume discrepancy was observed during a pump refill on (B)(6) 2013. The caller stated "they pulled out more medication that should have been." The caller was unsure what the volumes were but stated that the healthcare provider (hcp) checked the volumes and "it was over the discrepancy" and "it was double over last time but I don't know what last time was." The pump was not alarming. The caller indicated that an x-ray was taken but results were not yet available. The caller stated "I just don't know if the battery is slowly dying." The patient had been "very, very sick", had a lot of "issues" and had been running a temperature since the previous weekend. The caller wanted to rule out the pump as the cause of the patient's issues. The caller was to contact the hcp to have them contact technical services. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005: product type: catheter. (B)(4).